Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had reached eri. An impedance check of the lead was run and found that electrode 10 was out of range. The replacement is planned. The patient reported they were getting good coverage. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the neurostimulator (ins) was to be replaced on the day of the report. The rep reported that contact 14 was still greater than 10,000 ohms during replacement. The rep reported that the patient had good coverage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.